Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
During a pocket revision for an eroded device it was noted the left ventricular lead was fractured. The lead was capped. No further patient complications have been reported as a result of this event.